Event description:
It was reported that the patient received an inappropriate therapy. Measured data revealed increased in threshold and sensing, and varying lead impedance values. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience was confirmed. The outer insulation and the blue cable insulation were damaged at 22.8 cm from the connector pin, as a result of friction to ICD can. The metal wires of one on the sensing cables were exposed and this damage could cause oversensing. The lead was cut in the field and only 30 cm of the proximal part was returned. The returned portion of the lead exhibited normal electrical characteristics.